Manufacturer narrative:
Patient medications include warfarin, lisinopril, and diltiazem. A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
Call received from (B)(6), field sales associate: on (B)(6) 2014, the patient was implanted with three gore® excluder® aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. On (B)(6) 2014, computed tomographic scan detected a distal type I endoleak on the patient¿s right (contralateral) side. According to the report, the patient¿s anatomy was moderately tortuous, and the graft system may not have been extended far enough on the contralateral side during the initial procedure. On (B)(6) 2014, the patient was implanted with an additional gore® excluder® aaa endoprosthesis. The graft system was extended distally to the right hypogastric artery, and the type I endoleak was successfully treated. The patient tolerated the procedure.